Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer planned to take multiple daily injections, had not yet addressed high blood glucose at time of call, and technical support guided customer through resetting pump, confirmed malfunction did not recur after reset, and advised that pump use could continue with instructions to call back if any further malfunction alarms appeared.